Manufacturer narrative:
The actual prod involved with the incident reported will not be returned. Method: the actual prod involved with the incident reported will not be returned. Results/conclusions: the actual prod involved with the incident reported will not be returned. No prod eval can be performed. Without the finished good lot number it is not certain if there were any qual issues related to the finished good lot or needle lot. However, a record review was performed for the finished goods lots purchased since year 2014 for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots. Finished good prod were rec'd into inventory without qual issues. Needle supplier, which is our customer as well, was contacted to verify if there were any qual issues related to the needle batches used in the mfg of the lots reviewed. As of the day of this report, info has not been rec'd from supplier. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint #(B)(4) (ethicon complaint #(B)(4)); item #sxpd2b405 stratafix spiral pdo knotless tissue control device; 2ctx #2 pdo 36 x 36, lot unk.

Event description:
It was reported that, "during a total knee case today, (B)(6) (rnfa) was closing with the 0 stratafix and the tip of the needle broke off. She could not feel it with her fingers to remove it but able to remove with a magnet. Resolution: "(as normal assumption) "I believe needle pieces were disposed of." There were no pt conequences reported." (B)(4).